Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Extended investigation has been conducted for the reported complaint. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on the body due to improper insertion of the sensor tail with the sensor patch being removed from the body. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer was contacted and indicated that due to this, they required treatment of oral glucose, provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer was contacted and indicated that due to this, they required treatment of oral glucose, provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.